Event description:
A 4.0mm diameter x 24mm length ave gfx stent was inserted into the left circumflex coronary artery and deployed after predilation with a 3.5mm diameter ptca balloon. The stent delivery balloon was re-inserted and used for post dilation of the stent at 12 and 14 atms which exceeds "rated" burst pressure of 9 atms, when the balloon burst within the stent. During attempted removal of the balloon from the stent, part of the balloon material separated from the catheter and migrated downstream in the coronary artery. The physician attempted to snare the balloon material from the artery, but was unsuccessful. The material was then pushed into a small side-branch of the circumflex coronary artery. There is no injury reported by the user facility and the pt is doing fine. There is no further info available from the user facility.